Manufacturer narrative:
Unit received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm, louder/grinding noise during rewind, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display.

Event description:
Customer reported via phone call that insulin pump had no delivery error alarm. The blood glucose level was unknown at the time of incident. Customer sated that the insulin pump was louder during rewind. The insulin pump will be returned for analysis.